Manufacturer narrative:
B3. Date of event was estimated based on aware date.

Event description:
It was reported that the guidewire detached, requiring the piece to be snared. A transend guidewire was selected for use in a procedure. During the procedure the guidewire broke in the patient. The physician was able to use a snare to remove the piece that was in the patient. The guidewire was replaced, and the procedure was completed successfully. No further patient complications were reported, and the patient was fully recovered. It was further reported that the target location of the procedure was in the hepatic artery. The transend guidewire will not be returned, as it was discarded.

Event description:
It was reported that the guidewire detached, requiring the detached piece to be snared. A transend guidewire was selected for use in a procedure. During the procedure the guidewire broke in the patient. The physician was able to use a snare to remove the piece that was in the patient. The guidewire was replaced, and the procedure was completed successfully. No further patient complications were reported, and the patient was fully recovered.

Manufacturer narrative:
Date of event was estimated based on aware date.